Manufacturer narrative:
The event occurred within the past three months of 2021. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life transfer set leaked at the white twist clamp (twist sleeve) area. This occurred during use of the device for peritoneal dialysis therapy, while disconnecting. The leak was further described as ¿one drop leak from the white twist clamp¿. The transfer set was replaced. There was no patient injury; however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.